Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an alert was triggered for high impedance in a high voltage coil. The lead remains in use. But the high voltage coil will be programed off. No patient complications have been reported as a result of this event.

Event description:
The lead was attempted to be explanted. The lead was noted to have a subclavian crush. Low high-voltage impedance, noise, and short interval counts were also noted. The lead remains in the patient. A new lead was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance subthreshold lead impedance patient alert is observed on (B)(6) 2011. This behavior may also be observed on the daily svc lead impedance trend as a rise from 51 ohms on the (B)(6) 2011 to 254 ohms on the (B)(6) 2011.

Event description:
It was later reported that rv coil impedance had increased and triggered an alert. The lead remains in use.